Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer declined further troubleshooting. No further information was provided. Customer's blood glucose was 145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.